Event description:
It was reported that there was: a break in the insulation, sensing difficulty, noise, and inappropriate shocks were delivered. The lead was explanted. No patient complications were reported as a result of this event.